Manufacturer narrative:
The reported blood loss events are attributed to the operator not performing rinseback or not performing rinseback or not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The disposable cartridge was not returned to nxstage as requested. The exact cause of the alarms cannot be determined. The user's guide identifies probable causes of the alarms and provides adequate instructions to resolve the alarms. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous air alarms and arterial pressure alarms occurred during two consecutive routine hemodialysis treatments. Rinseback was either not completed or partially completed, resulting in a total estimated blood loss of 290cc. No medical intervention was required.